Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer loaded a cartridge out of sequence. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer stated that their blood glucose (bg) level was 256 (mg/dl) one hour prior to the malfunction, however, they declined to test their blood glucose at the time of the event. The customer took a bolus using the pump and a manual injection to address their bgs. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.